Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.